Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, an 8mm amplatzer vsd muscular occluder was selected for implant using a 6f amplatzer itv delivery system. The device was sized using transthoracic echocardiogram (tte) and fluro imaging. During the procedure, the physician attempted to retrieve the device into the delivery sheath, however the second disc was not re-sheathing due to unknown causes. A cut down procedure from the jugular vein was performed and a larger sheath was placed inside the vein and the delivery sheath and device were pulled up using the larger sheath. The patient was hemodynamically stable throughout the procedure. A new 10mm amplatzer vsd muscular occluder was successfully implanted. The patient status was reported as unknown.

Manufacturer narrative:
An event of difficulty in retrieving the amplatzer vsd muscular occluder back into the delivery sheath could not be confirmed. The investigation confirmed that the device met functional and visual specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. No other complaints were reported on this batch. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling.d1, d2: device changed from amplatzer vsd to amplatzer torqvue delivery system. D4: lot number, catalog number, expiration date and UDI have all been updated. D6: implant/explant dates removed. H4: manufacturing date updated. H6: medical device code 2682 (patient-device incompatibility) was removed.